Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had discrepancies between their sensor glucose and blood glucose readings. Customer stated their sensor glucose reading was 49 mg/dl and their blood glucose was 278 mg/dl. Customer also stated their sensor alerted them of a low, when their blood glucose was 72 mg/dl. It was also found the customer received a lost sensor alarm. Customer's blood glucose was 124 mg/dl at the time of the call. The customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.